Manufacturer narrative:
(B)(4). P-cap reservoir locks properly into place. Insulin pump passed displacement test, rewind test, prime, seating test, force sensor test, basic occlusion test, occlusion test, active current measurement and self test. Pump successfully downloaded traces and history file using thump. Pump properly paired to minimed mobile app on a samsung phone and apple I phone. No communication anomaly noted. However, insulin pump failed sleep current measurement and detail trace displays charge, battery lasts less than expected, problem is isolated to electrical board. Insulin pump received with pillowing keypad overlay and minor scratches on case.

Event description:
Information received by medtronic indicated that customer cannot pair pump and mobile phone. No harm requiring medical intervention was reported. The device will be returned for analysis.